Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that impedance on the right ventricular (lv) lead had been increasing gradually since implant. It was reported thatthe threshold had also increased. The lead remains in use. No patient complications have been reported as a result of this event.